Event description:
It was reported that removal difficulty and device detachment occurred. The stenosed target lesion was located in the tortuous and calcified arteriovenous (av) fistula. A 6 fr x 7 cm n/g super sheath introducer sheath was selected for use in a declot procedure. However, during removal, the sheath fractured and detached. A snare was used to retrieve the detached sheath. The procedure was completed, and the patient was fully recovered.

Manufacturer narrative:
B3 - date of event: used the first date of the month of aware date as no information was provided. Good faith effort attempts were made to try and retrieve the date of the event; however, further information was unable to be obtained.